Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with ceftazidime (route, dosage, frequency, and duration not reported) and cefazolin (route, dosage, frequency, and duration not reported) for the peritonitis event. After seven days of hospitalization, the patient was discharged. The patient was reported to have recovered from the peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.